Event description:
It was reported that the unspecified bd phaseal¿ injector leaked medication past the bottle topper during use. The following information was provided by the initial reporter: "customer requesting troubleshooting assistance with the phaseal injector. States they have used phaseal for the past 9 years and recently noticed they have been having issues with the injector leaking and having issues with the "bottle toppers" leaking medication. They do not believe it is an end user error and believe the injectors they are using might be defective. Does not currently have a lot number or product code for the device but is waiting for some of her colleagues to send this information to her.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.